Manufacturer narrative:
The device was received for evaluation. During visual inspection, the tubing was observed cut in two pieces. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system cath. Ext. Set leaked. The event was further described as ¿the tubing had broken in half at the clamp and blood was on the patient and bed¿. The blood loss was approximately 50ml. The device was capped off at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.